Event description:
It was reported that, during surgery, when the implant set on to the patient, a part of plastic ring was found in the patient. It seems that the piece was came from impactor.

Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).